Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed an increase in pacing thresholds since implant. The sensing was within expected values. The patient had been followed frequently but the rv lead had to be repositioned. After the intervention the rv lead showed good numbers. No patient symptoms were reported. No additional adverse patient effects were reported.